Manufacturer narrative:
Additional information added in b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information received on 10-mar-2021: site related assessment: possibly related to procedure. Updated information received on 12-mar-2021: sponsor assessment: not related to infuse kit, interbody device, mgs kit, multiaxial screws, rods, set screws, procedure or surgical procedure. Updated information received on 12-mar-2021: sponsor assessment: unlikely to be related to infuse kit, interbody device, mgs kit, multiaxial screws, rods, set screws, procedure or surgical procedure.

Manufacturer narrative:
D4: the following products were used in this surgery: product ID: 7510800, lot#: m111501aaf, qty: 2, PMA: p000054 , UDI: (B)(4) . Product ID: p1603mgs, lot#: cccn16l4, qty: 2, 510(k): n/a, UDI: (B)(4). Product ID: 5540030, lot#: h5405786, qty: 6, 510(k): k113174, UDI: (B)(4). Product ID: 9392510, lot#: h53177191, qty: 1, 510(k): k172199, UDI: (B)(4). Product ID: 55840006560, qty: 2, 510(k): k113174, UDI: (B)(4). Product ID: 55840006555, qty: 2, 510(k): k113174, UDI: (B)(4). Product ID: 55840006550, lot#: h5417330, qty: 1, 510(k): k113174, UDI: (B)(4). Product ID: 55840005550, lot#: h5324989, qty: 1, 510(k): k113174, UDI: (B)(4). Product ID: msb_unk_hardware, lot#: unknown, qty: 2, 510(k): unknown, UDI: unknown. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated information received on 04-feb-2021: narrative: increased in frequency and severity compared to baseline; radiating down left buttock, hip and leg. Usade / uade assessment : no could dd have led to sade? Not applicable updated information received on (B)(6)-2021: sponsor assessment current relatedness assessment : possibly related to infuse kit, interbody device, mgs kit, multiaxial screws, rods, set screws. Not related to procedure or surgical procedure.

Manufacturer narrative:
The following products were used as a construct in this surgery: product ID: 5540030, lot#: h5405786, qty.: 6, 510(k): k113174, UDI: (B)(4). Product ID: 9392510, lot#: h53177191, qty.: 1, 510(k): k172199, UDI: (B)(4). Product ID: 55840006560, qty.: 2, 510(k): k113174, UDI: (B)(4). Product ID: 55840006555, qty.: 2, 510(k): k113174, UDI: (B)(4). Product ID: 55840006550, lot#: h5417330, qty.: 1, 510(k): k113174, UDI: (B)(4). Product ID: 55840005550, lot#: h5324989, qty.: 1, 510(k): k113174, UDI: (B)(4). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: instability (upto or including grade 2 spondylolisthesis, retrolisthesis or lateral listhesis) levels treated: l2-s1 it was reported that post-op, with an onset date of (B)(6) 2020, the patient suffered from increased left side low back pain. The pain increased in frequency and severity. Drug therapy was performed as an intervention. On (B)(6) 2020, the patient also underwent CT scan, which had abnormal results revealing healed l3-l5 and facet arthritis at l2-l3. Site investigation determined the seriousness of the adverse event as moderate. According to site investigation, the adverse event was determined to be related to study procedure and/or surgical construct and possibly related to surgical procedure. According to the sponsor assessment, the adverse event was determined to be non-serious. Sponsor investigation noted the adverse event to be probably related to the procedure and surgical procedure. The outcome of the adverse event is pending.

Manufacturer narrative:
B5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Narrative: increased in frequency and severity compared to baseline; radiating down left buttock, hip and leg still present and ongoing at 24 month visit. Pi ordered MRI. Usade/uade assessment : no could dd have led to sade? : not applicable. Sponsor assessment (oc muo): possible related to the procedure by sponsor and not related to any device updated information received; sponsor assessment (oc muo): : cec assessment: possible related to the procedure and to the post fix device and not related to the plf grafting material and to the interbody device.